Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the iol was explanted due to inferior dislocation. Additional information has been requested.

Manufacturer narrative:
The lens was not returned for evaluation. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, the most likely cause of the event was due to the patient''s pre-existing condition and therefore it is unrelated to the device.

Event description:
Additional information received: the lens repositioned on (B)(6) 2013, and was ultimately explanted 25 months later and replaced with an anterior chamber lens. According to the physician the likely cause of the event is "zonular weakness from previous trauma led to iol dislocation." Patient''s prognosis is good.